Event description:
It was reported that the insulin pump had reoccurring motor error alarm during the rewind and prime process. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, and alarm motor error during basic occlusion test due to loose drive support disk.